Event description:
It was reported that this right ventricular (rv) lead was a case of an attempted implant as the screw was unable to retract. This rv lead was replaced with the same model and never in service. No adverse patient effects were reported.

Manufacturer narrative:
This supplemental correction report was created to capture the additional information received which indicates that this lead was a case of an attempted implant due to the lead was unable to retract the screw and the physician needed a new lead. This observation no longer meets the definition of malfunction as it was confirmed that the lead was operating normally. Amending MDR decision to MDR=no report.

Event description:
It was reported that this right ventricular (rv) lead was a case of an attempted implant due to unknown product performance issue. This rv lead was replaced with the same model and never in service. No adverse patient effects were reported.

Manufacturer narrative:
This lead was returned to our post market quality assurance laboratory with the helix mechanism in an extended position. Visual inspection found body fluid and tissue around the helix. Subsequent testing did not identify any product abnormalities that may have caused or contributed to the reported clinical observations. Laboratory analysis was unable to conclusively determine the root cause of the reported helix extension problems. This supplemental correction report was created to capture the additional information received which indicates that this lead was a case of an attempted implant due to the lead was unable to retract the screw and the physician needed a new lead. This observation no longer meets the definition of malfunction as it was confirmed that the lead was operating normally. Amending MDR decision to MDR=no report.

Event description:
It was reported that this right ventricular (rv) lead was a case of an attempted implant as the screw was unable to retract. This rv lead was replaced with the same model and never in service. No adverse patient effects were reported.